Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 1.6 mmol, 4.4 mmol, and 14.6 mmol. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.